Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the balloon was reported to be defective. The procedure was completed with another hurricane rx dilatation balloon. No further information has been obtained despite good faith efforts. The reported event may suggest a balloon burst occurred during the procedure. There were no patient complications reported as a result of this event. Correction noted on (B)(6) 2024. Note: the instructions for use (IFU) indicate that this balloon should not be pre-tested prior to use in the procedure. However, it was reported that the balloon was pre-tested outside of the patient.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of balloon damaged (possible balloon burst). Block h2 (correction): block b5 (describe event or problem) and block h6 (device codes) have been updated. Block h11: investigation results: the returned hurricane rx dilatation balloon was analyzed, and a visual examination found no damages to the device. Functional analysis was performed, and the balloon was not capable of being inflated due to it was occluded most likely with dry contrast media. The device was submerged in warm water to remove the possible contrast media, but the problem remained. After a xray inspection, dry contrast media was found inside the catheter. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon damaged was unable to be confirmed. The results of the analysis performed on the returned device found that the device had some dry contrast media inside the catheter, restricting the capability of the device to have its functionality tested. Therefore, cause not established was selected as the most probable cause for this event as the analysis did not identify any evidence of the alleged conditions of the device. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. It was reported that the balloon was pre-tested; however, the IFU states, precaution: do not pre-inflate, pretest balloon, or attempt to refold balloon into protective sleeve.

Manufacturer narrative:
Imdrf device code a04 captures the reportable event of balloon damaged (possible balloon burst).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the balloon was reported to be defective. The procedure was completed with another hurricane rx dilatation balloon. No further information has been obtained despite good faith efforts. The reported event may suggest a balloon burst occurred during the procedure. There were no patient complications reported as a result of this event.